Event description:
Cardio-pulmonary bypass running. In the middle of the third dose of cardioplegia, the quest mps2 delivery system malfunctioned. Error code on screen. System powered down and back up with same error code. Did this 4 times before replacing system component.